Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during prophylactic replacement of a pt's vns generator, a suspected lead fracture was noted. The lead wire was exposed from the lead housing near the electrodes. A new lead and generator was implanted. Vns diagnostics performed three weeks previously were reported as within normal limits. X-rays were not performed. The pt had no known trauma and did not manipulate the vns. The explanted lead and generator have been returned and are currently in product analysis.